Event description:
It was reported the subject device" cord is cut". There was no patient impact , no harm reported due to the event.

Manufacturer narrative:
This supplement report is being submitted to provide the results of the legal manufacturer¿s final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been five years since the subject device was manufactured. Instructions for use addresses this failure: a labeling review was conducted using the product label ch-s400-xz-ea. No anomalies were found. Is the reported risk/harm listed in the IFU? Yes. Per ch-s400-xz-ea IFU: "warning - before each case, prepare and inspect this camera head as instructed below. Inspect other equipment to be used with this camera head as instructed in their respective instruction manuals. Should any irregularity be observed after inspection, follow the instructions as described in chapter 5, ¿troubleshooting¿. If this camera head malfunctions, do not use it. Return it to olympus for repair as described in section 5.4, ¿returning the camera head for repair¿. Warning: never use the camera head on a patient if any irregularity is observed. The irregular camera head may compromise patient or user safety and may result in more severe equipment damage. In addition, it may pose an infection control risk." Pg. 17. Based on the results of the investigation, the cause was traced to a component failure. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device" cord is cut". There was no patient impact , no harm reported due to the event.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.